Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and archive data review. The root cause of the ua07 advisory message was two defective load cells. The damaged platform's covers and defective load cells were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed at zoll. The top cover, front enclosure, and bottom enclosure were observed damaged, unrelated to the reported complaint. The photos provided by the zoll service team revealed multiple cracks and breakages on the top cover. Also, screw fittings on the handles of both the front and bottom enclosures were chipped and broken. In addition, there was a vertical line going through one of the screw fittings. The observed physical damages appeared to the characteristics of harsh impacts due to user mishandling. The damaged covers must be replaced to address the issues. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load cell characterization test confirmed both load cells were defective, and they needed to be replaced to remedy the fault. During further investigation, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to wear and tear and frequent use of the device. The autopulse platform was manufactured in february 2017 and has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate will be deburred to remedy the problem. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) functioned as intended during a patient resuscitation effort. After the call, the autopulse platform was cleaned to be placed back in service. However, during device check, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The customer powered off the platform and took it out of service. No patient involvement.